Manufacturer narrative:
Additional information: other relevant history a 2 year and 6 month post procedure echo revealed thickening of the aortic valve leaflets, peak gradient of 67mmhg, mean gradient 39mmhg with an aortic valve area of 0.66cm2. Another echo taken 1 month later revealed thickened leaflets and decreased exertion with mild aortic insufficiency. In this case, the cause of the stenosis was possibly to be related to pre-existing disease processes.

Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential adverse event associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause of the stenosis is likely to be related to the pre-existing disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Approximately 2 years and 8 months post implantation of a 23 mm sapien valve, the patient developed stenosis with mild aortic insufficiency (ai). A decision was made to place a 2nd 23 mm sapien 3 valve. The procedure was successful with good results. The patient was transferred in stable condition for post management care.